Event description:
It was reported that the patient had the tactra penile prosthesis removed due to pending erosion of the right cylinder. The right cylinder was malpositioned and migrated into the right corpora cavernosa to the extra corporeal just under the penile skin. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the tactra penile prosthesis removed due to pending erosion of the right cylinder. The right cylinder was malpositioned and migrated into the right corpora cavernosa to the extra corporeal just under the penile skin. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the tactra penile prosthesis removed due to pain and pending erosion of the right cylinder. The right cylinder was malpositioned and migrated into the right corpora cavernosa to the extra corporeal just under the penile skin. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No further patient complications were reported.

Event description:
It was reported that the patient had the tactra penile prosthesis removed due to pain and pending erosion of the right cylinder. The right cylinder was malpositioned and migrated into the right corpora cavernosa to the extra corporeal just under the penile skin. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The tactra malleable penile prothesis cylinders were visually inspected, and microscope examined. The rear tip extender was returned undamaged. There was no damage upon inspection. Review of the tactra instructions for use (IFU) was performed and according to the IFU, pain, erosion, and device migration are documented in the adverse event. The IFU review concluded that there was no evidence that the device was used or handled improperly. Product analysis was unable to confirm the reported allegations.